Event description:
The manufacturer received information alleging a patient expired while on a ventilator. There was no specific malfunction alleged. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm if any malfunction occurred. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a patient expired while on a ventilator. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.